Event description:
It was reported that during a farapulse procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. After transeptal with competitive sheath, faradrive was inserted in the left atrium (la). After removing guidewire and dilatator, aspiration of faradrive showed many air bubbles. Troubleshooting included repeated aspiration of the faradrive in different positions, but air was aspired. Valve issue was noted. The sheath was replaced and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information from that review, a supplemental medwatch will be filed.